Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. D4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only." H4: device manufacture date: 17-oct-2022. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced for another same model/length lens (implanted obliquely). The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).